Event description:
It was reported the patient had no stimulation after a fall on (B)(6) 2010. Patient used her stimulator 24 hrs a day at a setting of 5.1. It was believed the fall caused the lead to alter patient¿s therapeutic effect. Additional information has been requested and will be made available as follow up as it becomes available.